Manufacturer narrative:
An event of device deformation during deployment was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the reported incident could not be conclusively determined. Per the instructions for use, the recommended size delivery system for use with a 25-18 mm pfo talisman occluder is an 8f. A 9f sheath was used to deliver the device.

Event description:
It was reported that on (B)(6), 2023 a 25-18mm amplatzer patent foramen ovale (pfo) (lot: 8713914) was attempted to be implanted utilizing a 9f amplatzer talisman delivery sheath. However, during deployment a deformation occurred. A replacement 30-25mm amplatzer pfo occluder was used to complete the procedure. There were no adverse patient effects or clinically significant delay. The patient remained hemodynamically stable throughout the procedure and was reported to be stable. There was no angulation or kink in the delivery system. Interaction with cardiac structures occurred.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.